Event description:
It was reported that the patient underwent an initial total hip replacement on the right side approximately 53 months ago. Subsequently, the patient experienced a leg length discrepancy discussion. No medical or surgical interventions were reported. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
D10: 01-030-40-0636 - alteon xle lnr ntrl g6 36: (B)(6), 190-30-10 - alteon ha s clr std sz 10: (B)(6), 01-030-01-0654 - alteon cup clstr g6 sz 54: (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.